Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, h11. Corrected field: d9, h3. A getinge field service engineer (fse) spoke with the customer's biomed via phone. Biomed stated that the pump console was not fully seated in the cart. Biomed also confirmed that the batteries were completely depleted. Biomed was instructed to fully seat the pump console into the hospital cart. Biomed confirmed that the a/c indicator was illuminated and that the battery indicator was flashing. Biomed was advised to leave the unit connected to a/c power to allow the batteries to fully charge. The fse confirmed with biomed that the batteries had fully charged, displayed a 'system test ok' message on power up, transitioned from hybrid to rescue mode and back to hybrid mode, functioned on battery power, and the functionality of all charging indicators. The unit passed all functional tests according to factory specifications. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was not charging batteries on ac. There was no patient involvement.